Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the patient received a gunther tulip mreye filter on (B)(6) 2009 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). PMA 510(k) k032426. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 02/14/2017 as follows: the patient allegedly received the device implant on (B)(6) 2009 due to pulmonary embolism. An unsuccessful attempt to remove the device was allegedly made on (B)(6) 2009. The patient is alleging device is unable to be retrieved and is embedded; chest pain; pain (general); stress; and anxiety.

Manufacturer narrative:
Patient and device code: no information regarding the event has been provided. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip mreye filter on (B)(6) 2009 at (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigative evaluation - investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "the patient is alleging device is unable to be retrieved and is embedded; chest pain; pain (general); stress; and anxiety. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.